Event description:
A report was received that the patient was experiencing pocket pain. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132/(B)(4).. Device evaluation indicated that the complaint could not be determined. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Ac/dc current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing pocket pain. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.